Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that wire entrapment occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified iliac artery. A non bsc guidewire was being advanced through a 10x100x75 epic¿ stent delivery system when the guidewire became stuck midway. The non bsc guidewire and epic¿ stent delivery system were removed as one unit and the procedure was completed with another device. No patient complications were reported.